Event description:
It was reported by user facility medwatch (B)(4) that during a laparoscopic supracervical hysterectomy procedure, the rubber portion of the 12 mm trocar tore and was recovered outside the pt. There were no adverse consequences to the pt reported. The device is not available for return.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.